Event description:
It was reported that a user attempted to start a new freestyle libre 3 plus sensor with the ilet but the sensor would not connect because it had already been started in the libre app, indicating the sensor was in use by another device. Symptoms included no alerts or alarms from the ilet. Outcomes included user education that the sensor must be started with the ilet first and instruction to replace and start a new sensor with the ilet to enable connectivity. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the inability to pair was due to use error and device compatibility constraints, as the sensor had been activated on a different platform prior to ilet pairing. It was concluded, based on previously established findings for similar reports, that the cause was use error related to setup sequence.